Event description:
On (B)(6) 2015, the distributor contacted animas alleging a crack in the battery compartment. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: on examination, the battery compartment was found to be cracked along the side on the threads and above and below the grip pad. There was visible moisture noted inside the battery compartment. A leak test was performed, which confirmed moisture leakage into the battery compartment due to the cracks. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).